Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a spanish-speaking user transitioning from a different cgm to dexcom g6 for integration with the ilet contacted support with prolonged hyperglycemia while the g6 sensor was warming up; the user had not had cgm readings for many hours, performed a fingerstick of 446 mg/dl, and was guided to start the g6 sensor and enter sensor and transmitter ids to restore automated insulin dosing. Symptoms included hyperglycemia without reported nausea, vomiting, or other diabetic ketoacidosis symptoms. Outcomes included self-management at home without outside assistance or hospitalization, with instructions to monitor for dka symptoms, hydrate, and seek emergency care if symptoms occurred, and to contact support if glucose did not begin to stabilize after sensor connection. Investigation included troubleshooting and education on proper ilet-dexcom g6 setup, sensor start and warm-up, and expectations for resumption of automated insulin delivery. Investigation of this case revealed user difficulty during cgm transition and a period without cgm data that delayed automated insulin delivery; once sensor warm-up completed, the system was expected to resume dosing. It was concluded, based on previously established findings for similar reports, that the cause was use-related during cgm transition and sensor warm-up.